Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent the open reduction internal fixation surgery for a trochanteric femur fracture. The surgery was performed according to the surgical technique and completed successfully. On an unknown date a bone non-union was confirmed. In the first surgery, the fracture site was reduced and fixed but the reduced position collapsed and a non-union occurred. The patient has pain in the affected area and decreased ability to walk. A revision surgery was planned for (B)(6) 2021 to remove the trochanteric fixation nail advanced (tfna) implants and replace them with an artificial head. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 36mm f/im nail-ster. This is report 3 of 4 for (B)(4).